Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Mechanical influences, like the reported trauma may have led to a weakening of the fixation and therefore may have led to device mobility. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The parents of the user reported a light head trauma in (B)(6) 2019. In (B)(6)2020 another trauma to the head occurred and the user was no longer able to hear with the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents of the user reported a head trauma in (B)(6) 2019. In (B)(6) 2020 another trauma to the head occured and the user was not able to hear with the device.